Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal of a tampon the string was no longer there so she had to manually remove the pledget from her vaginal cavity. The pledget fell apart into pieces during removal. She did not seek medical attention however she consulted with her obgyn over the phone. She did not receive medical treatment and did not experience any adverse health effects.